Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision due to liner wear and pain, disassociation of trunnion and head.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; [...] All-in-all, this case cannot be solved with the current information but requires more clinical and especially radiological information, preferentially with adequate pelvis and lateral x-rays of the involved hip.[...]. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.. Complaint history review: review indicated there have been no other similar events for the reported lot. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Sales rep reported a right hip revision due to liner wear and pain, disassociation of trunnion and head.